Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and no technical errors could be found, although alarms for excessive leakage were generated. Most probably, it caused the set volume did not reach the target. The patient gas analyzer was verified and calibrated. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/01/2019. Corrected manufacture date: 01/30/2019.

Event description:
Manufacturer's reference#: (B)(4).

Event description:
It was reported that the anesthesia workstation delivered a volume that was different from set. There was no patient harm. Manufacturer's reference #: (B)(4).